Manufacturer narrative:
B5: upon follow up it was reported the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b7 and h11 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow-up, it was reported that the patient has recovered from the event of hazy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fluid colour slightly changed. The cause of peritonitis was not reported. The patient was advised to be hospitalized; however, the patient was not hospitalized and had not received any treatment for the events. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.